Event description:
A malfunction alarm with code malf 14 was reported by the customer, and it was determined to be resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to put the pump into storage mode and return it to tandem using a pre-paid label, while reverting to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.